Event description:
It was reported that the patient had experienced palpitations. It was noted, the battery voltage was 2.66v however, three months ago the battery was 2.96v. Now the device has reached end of service (eos). The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated high impedance in the battery.